Manufacturer narrative:
After further review and additional information received from the customer, the reported defect was determined to be from a non-bd pen product. Therefore, this MDR will be cancelled.

Event description:
It was reported that the unspecified bd¿ pen needle was broken. The following information was provided by the initial reporter: "we have received a complaint regarding a broken needle for a needle that is delivered together with the genotropin miniquick presentation".

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-01855 was sent in error reported defect was determined to be from a non-bd pen product . MFR#: 2243072-2023-01855 is void as a result.

Event description:
It was reported that the unspecified bd¿ pen needle was broken. The following information was provided by the initial reporter: "we have received a complaint regarding a broken needle for a needle that is delivered together with the genotropin miniquick presentation."

Event description:
It was reported that the unspecified bd¿ pen needle was broken. The following information was provided by the initial reporter: "we have received a complaint regarding a broken needle for a needle that is delivered together with the genotropin miniquick presentation"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.